Manufacturer narrative:
The device has not returned for analysis. The lot history record of the reported lot number has been reviewed and no quality issues were noted.

Manufacturer narrative:
Based on the provided new information, the most likely cause of catheter damage is excessive force during manipulation of the device as confirmed through device analysis. According to echelon preshaped instruction for use (IFU): never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries. (B)(4).

Event description:
Medtronic (covidien) received additional information as follows: excessive resistance was encountered during navigation of the echelon catheter in the vertebral artery near the posterior inferior cerebellar artery (pica) due to vessel tortuosity. After coiling procedure, it was observed that the catheter marker bands became dislodged within the coil mass. An attempt was made to prevent the dislodgement of the marker bands from within the coil mass by deploying a stent. However, during this maneuver, the marker bands became dislodged and migrated to the distal posterior cerebral artery (pca), but did not occlude flow. As of now, the patient is doing well with no residual effects. Access site was through a brachial vessel, as groin access was not optimal.

Event description:
Medtronic (covidien) received information that during a coiling procedure, upon removal of the echelon catheter it was realized that the 2 (two) marker bands were no longer on the catheter. Both marker bands had slid off the catheter and were left within the patient. Angiographic review revealed that one band was within the posterior internal carotid artery (pica) and the other landed in a collateral location. The echelon had been used to deploy coils into the aneurysm. The echelon catheter was placed in the vertebral artery near the pica. The patient was reported to be doing well with no residual effects. The anatomy was minimal in tortuosity. Access site was through a brachial vessel, as groin access was not optimal.

Manufacturer narrative:
The catheter was returned for investigation. It was confirmed that the proximal marker band was missing at approximately 3.0cm from the distal tip. In addition, it was confirmed that the distal marker band was missing from the catheter tip. The marker bands were reported to remain within the patient. Upon examination, the jacket which was fused around the proximal marker band appeared to be torn with jagged edges and the inner braid exposed. The tubing material at the damaged location exhibited stretching and necking. Upon further examination, the tubing material at the distal tip exhibited with jagged edges, exposed braid, and stretching. No other anomalies were observed. Based on the above findings, the customer report was confirmed. With the information provided, a definite cause for the experience reported could not be determined. However, the jacket fused around the proximal marker band exhibits plastic deformation (torn with jagged edges) of the tubing material which indicates that excessive forces might have been applied during manipulation of the device. In addition, the broken end exhibits plastic deformation (stretching) of the tubing material indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. All catheters are 100% inspected for damage and irregularities during manufacture.